Event description:
Patient was in recovery room awakening from general anesthesia when stated she "could feel everything" during the procedure. She stated she felt and could remember "everything." The patient was successfully intubated on the first attempt. The patient received versed, fentyl, lidocaine with propofol, and anectine just prior to going into surgery and during anesthesia induction. Anesthesia was induced with versed, fentanyl, lidocaine with propofol, and anectine being given at that time. Surgery started approximately 7 minutes later at which time tracrium was given. The patient received neostigmine with robinol approximately 30 minutes after surgery started, and another dose of propofol and fentanyl 3 minutes later. When anesthesia ended, the patient received another dose of fentanyl. No devices were connected to the anesthesia machine. Medications given during the procedure were provided via IV and inhalation (gas). All of the IV pumps used during the case were fully functional and had no problems. No hoses/tubing connected to the anesthesia machine or the IV pumps were bent, kinked, or disconnected unexpectedly during the case. The patient's vital signs were stable throughout the case and did not have significant change. The anesthesiologist is experienced. Likewise, the anesthesiologist is familiar with this equipment. The staff, physicians, and anesthesiologist in the case do not know what may have caused or contributed to the event. The patient has refused further treatment/care related to the surgical awareness. Pre-op documentation indicated that the patient was apprehensive about the surgery. No other patient characteristics were present that may have contributed to the event. This is the first time we have had this problem with this device.======================manufacturer response for anesthesia machine, aestiva-5 (per site reporter).======================ge inspected machine and released it back into service.